Event description:
It was reported that the right ventricular lead bipolar impedance was low, and it was also lower than the lead's unipolar impedance, possibly due to inner insulation breakdown. The lead is still in use, and the physician may reprogram the lead pacing and sensing configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.